Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare was unable to cut the target polyp. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare detached and the catheter was kinked near the handle section. Functional analysis was not performed due to the condition of the returned device. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare was unable to cut the target polyp. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.